Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by nausea, vomiting, abdominal pain, and cloudy peritoneal effluent fluid, which warranted antibiotic therapy. The pdrn stated the cause of the peritonitis was attributed to the patient reusing a liberty cycler set (single use only) due to a late delivery. Per the pdrn, the peritonitis event is unrelated to any fresenius device and/or product deficiency or malfunction. Based on the information available, there is no allegation or objective evidence indicating a liberty cycler set defect and/or malfunction caused or contributed to the serious adverse events experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient did not get a delivery and reused a cassette. This resulted in the patient having peritonitis. The patient had nausea and vomiting, but informed the nurse the treatment was early enough to not experience pain. Upon follow-up, the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit for abdominal pain, cloudy peritoneal effluent fluid, nausea and vomiting. Peritoneal effluent cultures and a cell count were obtained (wbc cell count = 147 u/l) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day, and ip ceftazidime 2000 mg daily for 18 days. As of (B)(6) 2021, the peritoneal effluent fluid cultures showed no growth, however the patient will continue the antibiotic course until completed. The cause of the ¿sterile¿ peritonitis was caused by the patient reusing a liberty cycler set due to the late arrival of supplies. Although the patient was advised to contact the pdrn, there is no record of the call. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd utilizing the same liberty select cycler without issue and is recovering from the events.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient did not get a delivery and reused a cassette. This resulted in the patient having peritonitis. The patient had nausea and vomiting, but informed the nurse the treatment was early enough to not experience pain. Upon follow-up, the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit for abdominal pain, cloudy peritoneal effluent fluid, nausea and vomiting. Peritoneal effluent cultures and a cell count were obtained (wbc cell count = 147 u/l) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day, and ip ceftazidime 2000 mg daily for 18 days. As of (B)(6) 2021, the peritoneal effluent fluid cultures showed no growth, however the patient will continue the antibiotic course until completed. The cause of the ¿sterile¿ peritonitis was caused by the patient reusing a liberty cycler set due to the late arrival of supplies. Although the patient was advised to contact the pdrn, there is no record of the call. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd utilizing the same liberty select cycler without issue and is recovering from the events.